Manufacturer narrative:
The complaint was investigated. Investigation found system detected hyperglycemia and provided customer with high glucose values (above user set high glucose alarm threshold of 250 mg/dl) for approx. 1.5 hours. The high glucose alerts were not provided since customer had chosen to turn off all alerts via app. H6 result code updated to 213 . H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 24th 2020,senseonics was made aware of an adverse event where the user experienced hyperglycemia.